Event description:
During the troubleshooting for an unrelated alarm, the home patient (hp) reported observing a large amount of air in the patient line. This event occurred during the initial drain of peritoneal dialysis therapy. The hp was connected at the time of the event. The care giver (cg) stated that they cycled power off/on and now they wanted to re-prime setup. The technical service representative advised the cg they would need to end therapy and start over with new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.